Event description:
Additional information was received; caller stated every time the patient gets up the stimulation would be off and patient would be in a lot of pain. Agent asked, caller mentioned the stimulator would usually be low in the morning and they mentioned the stimulator runs out so fast. Caller mentioned needing to charge the implant every day. Patient then said stim was usually in their legs but stim will all of a sudden shoot up to around their waist and fee like stim was just squeezing like a burn around their waist so they'd have to turn stim down. Caller also said sometimes during the day, patient will not feel stim and they'll see that stimulation was off. Caller again repeated patient had a fall and scans showed one lead was moved. Caller mentioned the rep had checked the lead before and set programming up where settings were bypassing the lead that was "kind of out of whack", but rep said patient should be able to still get some relief. Caller also mentioned rep had put in cycling to try and save the implant battery but stim wasn't re ally doing what it was supposed to be doing. Agent reviewed with the stimulation issues patient was experiencing, replacement controller wouldn't resolve the issue. Agent reviewed battery depletion depended on settings/usage and again redirected to hcp/rep to continue checking on stimulation.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown. Product type lead product ID neu_unknown_lead serial# unknown. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The caller stated that the patient had been having so much trouble for the past month and a half. The caller stated the patient was in the hospital and rehab for a while and now they were back home but their stimulator was kind of burning and bothering them a lot again. The caller added that the whole lower back was burning like someone was electrocuting them, and it was not coming from a specific area. The caller noted that they had to turn the stimulation off because it was bothering them so much, but the patient was unable to walk and in pain without the stimulation. The agent walked the caller through turning the stimulation back on. The caller was in group c with program 1 at 4.9. The caller decreased the intensity to 2.0 and confirmed the patient felt comfortable. The agent reviewed with the caller everything appeared to be working as intended and instructed to monitor the issue and call back if it persisted. The troubleshooting steps that were taken on the call resolved the issue. The agent reviewed if further therapy adjustments needed to be made to follow up with the hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative. The reason for call was patient representative reported the patient had fallen down and had other issues. Patient representative stated the patient had an x ray and the leads in the patient's back had moved a little bit. Patient representative stated manufacturer representative (rep) came to the doctor's office to do some adjustments, did some things but they had been having nothing but trouble with the whole thing. Patient representative said the stimulation was going up/down and the stimulation was running 24/7. Patient representative stated the patient would wake up, say that it was killing them and they check the controller to find stimulation was turned off. Patient representative mentioned patient got a MRI of their lower back and the patient fell down the other night. Agent instructed patient representative to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. The controller was at 100% and the implant was in the red. Patient representative confirmed there was no difficulty charging the implant or charging the controller. Agent had patient representative check and patient representative confirmed patient did not have the adaptive stimulation feature. Patient representative mentioned when the patient lays down their waist feels like it's burning. Agent reviewed role of rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had a problem with their stimulator and they put new leads and battery in a couple of weeks ago.